Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The nurses let me know that are not retracting properly causing issues getting a successful IV placed.

Manufacturer narrative:
The complaint that the needles were not retracting properly could not be confirmed from the unused representative 20g insyte autoguard devices that were provided for investigation. A functional test showed that the safety mechanism functioned and each needle fully retracted. The retraction time was within specification. The affected unit was not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.